Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4)

Event description:
It was reported that portion of the pull wire remained inside the anchor

Manufacturer narrative:
The metal inserter bent and broke; pull wire trimmed shorter and left in the anchor. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied to inserter. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that portion of the pull wire remained inside the anchor.